Manufacturer narrative:
Conclusion: the product upon which this medwatch is based, is anticipated . Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatch reports being submitted, as two separate devices were used. See 2210968-2008-01183 for the other medwatch. The same patient is represented in each medwatch.

Event description:
International customer reported that a needle broke during an unspecified breast surgical procedure. A fragment of the needle remains embedded within the breast tissue. The surgeon does not anticipate any adverse event from the retained fragment.